Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
There is a line in the image. The instrument presents the lines in vision. This event occurred at the time of before inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the cmos chip replaced. Correction information g6: follow up #1 h2: type of follow up h4: device manufacture date h6: coding changed based on the investigation result.